Manufacturer narrative:
Device evaluation- one photograph of the used fluid warming set was sent for evaluation. Examination of the photograph could not confirm the cause of the issue. Sixty-five unused samples were also returned for evaluation. All samples were given functional testing and found to meet with specifications. No leakage occurred . The fluid warming solution and infusion fluid stayed in separate chambers during warming as per specifications.

Event description:
A smiths medical fluid warming/level 1 hotline disposables was reported leaking into the reservoir plasma. Malfunction may cause or contribute to death or serious injury. No patient death or serious injury.